Event description:
It was reported that during percutaneous transluminal angioplasty (pta) of the right internal carotid artery (ica), the balloon catheter(subject device) dissected the vessel. A stent was deployed and the operation was complete. Post procedure, subarachnoid hemorrhage occurred at the treatment site. Approximately two weeks post procedure, a cerebral hemorrhage occurred at the treatment site and removal of a hematoma was done via craniotomy. It was reported that the patient had not recovered and had a modified rankin scale of 5. No further information is available.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) of the right internal carotid artery (ica), the balloon catheter(subject device) dissected the vessel. A stent was deployed and the operation was complete. Post procedure, subarachnoid hemorrhage occurred at the treatment site. Approximately two weeks post procedure, a cerebral hemorrhage occurred at the treatment site. Stroke was also noted. Removal of a hematoma was done via craniotomy. It was reported that the patient had not recovered and had a modified rankin scale of 5. No further information is available.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) of the right internal carotid artery (ica), the balloon catheter(subject device) dissected the vessel. A stent was deployed and the operation was complete. Post procedure, subarachnoid hemorrhage occurred at the treatment site. Approximately two weeks post procedure, a cerebral hemorrhage occurred at the treatment site. Stroke was also noted. Removal of a hematoma was done via craniotomy. It was reported that the patient had not recovered and had a modified rankin scale of 5. No further information is available.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection and stroke are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Manufacturer narrative:
The subject device was disposed.